Event description:
Customer called to report the device had a full segment display. Troubleshooting was performed. Unit had intermittent full segment display, an alarm message, and the battery carrier was broken. Customer was disconnected from the pump and reverted to manual injections until the replacement pump arrives.